Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to the hospital at 5 pm on (B)(6) 2025. The blood glucose level was 700mg/dl at the time of hospitalization. And patient was treated with intravenous (IV) shots of fast acting insulin. The length of hospitalization was less thann 24 hours.the patient also tested positive for ketones and had symptoms such as headache. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.